Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The expiration date is currently unavailable.

Event description:
It was reported during use of the product for an arthroscopy, the ablation / coagulation were performed correctly but the system that allows the aspiration did not function correctly. This did not allow the extraction of all the defragments (debris) and the physiological serum heated during the coagulation step. Another product was used to complete the surgery

Manufacturer narrative:
Product complaint # (B)(4). UDI:(B)(4).

Event description:
It was reported during use of the product for an arthroscopy, the ablation / coagulation were performed correctly but the system that allows the aspiration did not function correctly. This did not allow the extraction of all the fragments (debris) and the physiological serum heated during the coagulation step. Another product was used to complete the surgery. Email received from the customer: the suction issue was the electrode suction block. Yes there was surgical delay, slightly elongated, the time to take another electrode. No patient impact.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: despite multiple attempts made to the affiliate for the return of the complaint device, the device has not been received for evaluation. We cannot determine what caused the user to experience the reported event; we cannot discern a root cause for the reported failure mode. This complaint cannot be confirmed. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).